Event description:
A surgeon reported one patient was a postoperative bcva of 20/50 in the right eye. Additional information provided indicates this patient had cataracts prior to the initial lasik surgery. At 3 months following the initial lasik surgery, bcva in the right eye was equal to the pre-operative measurement, 20/40+. An enhancement was performed on the right eye and at 3 months post-enhancement bcva in the right eye decreased 2 lines to 20/60+2. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.